Manufacturer narrative:
(B)(4) final report. The failure mode was confirmed on the returned device. The reporter indicated that the broach was used with a corin daa handle and that the broach was extracted doing an extended trochanter osteotomy. The relevant device manufacturing record had been identified and reviewed; it was found that this device was supplied in july 2017 and conformed to specification at the time of manufacture. Previous feedbacks were reviewed and it was found to be the second report of this specific failure mode. This is considered to be a very low occurrence. As the part was 5 years and 6 months old at the time of the event, the rootcause is established to be wear and tear caused by intensive use. This case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The spigot of a metafix broach handle broke into the broach handle.

Manufacturer narrative:
(B)(4) initial report: the manufacturing records were identified and reviewed: it was found that parts conformed to material and dimensional specifications at the time of manufacture. The return of the device was requested. If returned, the device review will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.